Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the device manufacture date for the reported test strip lot number is unknown. The date entered is the complaint awareness date. Note: it should be noted that multiple reading comparisons taken within 10 minutes were obtained after the customer was stabilized, however, it is unknown if adc freestyle brand test strips were being used at the time the readings were obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported test strips were returned and tested with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. This is a final report. (B)(4).

Event description:
Caller (customer's father) reported the customer received a reading of 39 mg/dl on his omnipod insulin pump, while using freestyle brand test strips (lot # 1285007), which was perceived to be lower than normal. Caller further reported that on the afternoon of (B)(6) 2013, his son "felt low" and was "treated" (unspecified). It was additionally reported that at 6:30am on (B)(6) 2013, the customer awoke feeling ill and vomited. Customer's parents treated customer with an (unspecified) liquid and popsicles and transported him to a local hospital at around 12:00pm. Upon arrival, customer's blood sugar was checked and his ketones were reportedly "off the charts". An unspecified high reading was obtained and the customer was diagnosed with diabetic ketoacidosis (dka) and admitted into the pediatric intensive care unit (ICU), where he underwent multiple testing. Customer was treated with "4-5 bags of fluids and insulin", electrolytes, and an (unspecified) vomiting medication and was reportedly stabilized by the morning of (B)(6) 2013. There was no report of death or permanent injury associated with this event.